Event description:
The distal portion of the spring tip of the guide wire fractured while the device was being removed from the patient after treatment. A portion of the spring tip remains in the distal rv branch of the rca. No surgery required.